Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Customer alleged the cartridge to be the issue. Customer changed out cartridge and infusion set to resolve the issue. Customer's blood glucose was 180 mg/dl.